Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. Tandem technical support advised using room temperature insulin, provided guidance on the correct load procedure as customer stated they often use cold insulin and don't perform the air removal process correctly.